Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture had multiple knots. Block h10: the returned speedband superview super 7 (handle assembly and irrigation tube only) was analyzed, and a visual evaluation noted that the handle did not have evidence that the trip wire was secured to the handle slot. The returned suture had seven knots. No problems with the device were noted. The reported event of suture multiple knots in ligator was not confirmed. Upon analysis, the returned suture has seven knots. The handle did not have evidence that the trip wire was secured to the handle slot which could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work ccordingly with the handle when pulling the bands; however, this could not be confirmed since the ligator housing was not returned for analysis. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire of the speedband superview super 7 device was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, "the speed bend wire became twisted and tangled." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture had multiple knots in the ligator thread.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, "the speed bend wire became twisted and tangled." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture had multiple knots in the ligator thread.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of suture had multiple knots.